Event description:
A report was received that a pt was experiencing pain with the stimulation on. The physician does not feel that the pain was device-related. The pt was explanted and is reportedly doing well following the procedure.